Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were functionally evaluated for draw volume and tubes tested within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Patient 4 of 10 it was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes a patient sample was underfilled and had to be recollected. Some of the patients required a 3rd collection however the specific number of patients and identification of those patients was not provided. There was no other health impact or consequences reported.